Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's sibling that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 56 mg/dl at the time of the incident. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The caller stated that the customer's sensor feature was turned off currently, and wanted to know how to turn off the pump. The customer was having diarrhoea while at the hospital and was worried about being back on the pump. The insulin pump will not be returned for analysis.